Manufacturer narrative:
The serial number of the device was requested but remains unknown. Therefore, a review of the manufacturing records could not be performed. The device remains implanted in the patient. Therefore a device evaluation could not be performed. Requests were emailed to the physician to provide further information like the serial number of the device, the application, patient age, patient status, how the occlusion was resolved and date of the reintervention. Answer pending. Images dated september 30, 2021, were provided for investigation. The imaging evaluation showed that the devices implanted appear to be fully deployed with no evidence of kinking or device abnormality. There is no contrast visible within the gate of the mainbody of the gore® excluder® iliac branch endoprosthesis (ceb device), the gore® excluder® iliac branch endoprosthesis internal iliac component (hgb device) or gore® viabahn® vbx balloon expandable endoprosthesis indicating total occlusion. There is some thrombus within the proximal ceb device likely disease progression related to the occlusion within the hgb device. This event involves two reportable complaints therefore two (2) manufacturer reports are being submitted: gore® excluder® iliac branch endoprostheses system. Gore® viabahn® vbx balloon expandable endoprosthesis.

Event description:
On (B)(6), 2021, the patient underwent an endovascular procedure with gore® excluder® iliac branch endoprostheses for an aneurysm which demanded distal landing in the internal iliac artery. A gore® excluder® iliac branch endoprosthesis internal iliac component (hgb device) was placed first and then extended with a gore® viabahn® vbx balloon expandable endoprosthesis. It was stated that the result looked good at perioperativ angiography imaging. Reportedly, on (B)(6), 2021, 30 days after implant, the internal iliac artery is occluded. The current patient status was requested but remains unknown so far. It was requested whether a reintervention was performed but it remains unknown so far.

Event description:
On unknown date the patient underwent an endovascular procedure to embolize one of the internal iliac arteries for an aneurysm. On (B)(6), 2021, the patient underwent an endovascular procedure with gore® excluder® iliac branch endoprostheses for an aneurysm on the contralateral side which demanded distal landing in the other internal iliac artery. A gore® excluder® iliac branch endoprosthesis internal iliac component (hgb device) was placed first and then extended with a gore® viabahn® vbx balloon expandable endoprosthesis. It was stated that the result looked good at perioperative angiography imaging. Reportedly, on (B)(6), 2021, 30 days after implant, the internal iliac artery is occluded. It was reported that the patient presented with buttock pain which is persisting. It was reported that no reintervention was performed.

Manufacturer narrative:
Conclusion the serial number of the device was requested but could not be obtained. Therefore, a review of the manufacturing records could not be performed. The device remains implanted in the patient. Therefore a device evaluation could not be performed. Images dated september 30, 2021, were provided for investigation. The imaging evaluation showed that the devices implanted appear to be fully deployed with no evidence of kinking or device abnormality. There is no contrast visible within the gate of the mainbody of the gore® excluder® iliac branch endoprosthesis (ceb device), the gore® excluder® iliac branch endoprosthesis internal iliac component (hgb device) or vbx device indicating total occlusion. There is some thrombus within the proximal ceb device likely disease progression related to the occlusion within the hgb device. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. In the instructions for use of the device the following potential device or procedure related adverse events are listed: endoprosthesis or delivery system: occlusion; occlusion of device or native vessel the instructions for use further states the following: the gore® excluder® lliac branch endoprosthesis is comprised of two components, the iliac branch component (ibc) (figure 1) and the internal iliac component (iic) (figure 2). The iliac branch component (ibc) is a bifurcated iliac branch device with an external iliac leg and an internal iliac artery gate. An internal iliac component (iic) is used to extend into the internal iliac artery. Internal iliac component positioning and deployment: 8. If extension of the internal iliac component (iic) is required for adequate seal, repeat steps 1 through 6 with an additional internal iliac component (iic). In the present case a gore® viabahn® vbx balloon expandable endoprosthesis was used to extent into the internal iliac artery, which is off label use of the gore® excluder® lliac branch endoprosthesis.